Event description:
It was reported that large volume infusor leaked during patient infusion. The leakage part was between the infusor luer adapter and an extension tubing (not baxter product). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to d4: lot #: 22h004 (previously submitted as asku). Correction made to d4: unique identifier (UDI) #: (B)(4) (previously submitted as ni). H4: the lot was manufactured between august 16, 2022 - august 17, 2022. H10: the device was received for evaluation. An extension line (non-baxter product) was also received with the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the device with green color water. The extension line was attached to the device's distal luer during the leak test. After fill, the device was being monitored until the next day. The next day, no evidence of leak was observed between the device and the extension line. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.